Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion and communication failure were confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster-induced short circuit. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in (B)(6)2016.

Event description:
This report is to advise of an event observed during analysis.